Manufacturer narrative:
Multiple attempts to follow up with the user were made with no response, however on august 19th, the user contacted dario once again to state that she was not interested in continuing the use of the dairo meter. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 10th, the user contacted dario to report high blood glucose (bg) readings.the user reported receiving from her dario meter bg readings that were 50 mg/dl higher than her non-dario meter.